Event description:
Two falsely depressed troponin I results were obtained on patients' samples. The results were not reported to the physician. The samples were repeated and higher results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was a problem with the mixers. The fse corrected the malfunction.